Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. Following the initial deployment of the closure device, the core wire became detached from the closure device while the sheath was being moved back from the face of the closure device during a tug test to assess release criteria. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.